Event description:
The pump was set in the pca mode, with a concentration of 10 mg/ml, basal rate 10 mg/hr, and a 2 mg bolus (100 ml bag). The pt did not request any bolus, and the pump was programmed correctly, per the customer. The infusion ran for 10 hours, and then it was discovered that the bag was dry. The pt called the home rn to report this. No medical intervention was required.